Event description:
The customer reported that the system locked up during a case. The system had to be rebooted and the procedure was completed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power supply connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.